Manufacturer narrative:
This patient information is not available for reporting. Additional device product codes: erl, hbe. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter¿s phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a craniotomy surgery on (B)(6) 2018, while drilling for patient specific implant (psi) the tip of the drill bit broke and the broken fragment was not retrieved. The surgical procedure was successfully completed. There was no surgical delayed reported. Patient outcome was unknown. This report is for one (1) 1.1mm drill bit/mini qc with 4mm stop/44.5mm. This is report 1 of 1 for complaint (B)(4).